Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 423 mg/dl. It was reported that the customer removed cannula and it was noted to be bent. The customer treated the highs with manual injections. The caller declined to troubleshoot for the highs and leaks at site. No further assistance provided.

Manufacturer narrative:
(B)(4).